Manufacturer narrative:
Review of the device history records indicate no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2017, tha was done with trident ha cup, x3 liner, v40 head, cancellous screw, accolade stem and the patient was discharged the hospital 4 weeks after operation. A fracture line was confirmed at post op x-p, however, it was not confirmed and the bone around screw became hollowed out at current x-p. After discharged the hospital the patient felt the pain at operative area, which continued.

Manufacturer narrative:
An event regarding a periprosthetic fracture four weeks following a total hip arthoplasty involving a trident shell was reported. The event was confirmed. It was also noted through the medical review that the shell was malpositioned. Conclusions: a medical review was performed and concluded that "an adverse mix of patient-related (osteoporosis and acetabular dysplasia) and procedure-related factors (surgical preparation in osteoporotic bone) have caused a periprosthetic fracture of the acetabulum without dislocation allowing conservative treatment without revision surgery required." There was no evidence of a device related issue on review of the medical review. No further investigation for this event is possible at this time. If additional information and/or device become available, this investigation will be reopened.

Event description:
On (B)(6) 2017, tha was done with trident ha cup, x3 liner, v40 head, cancellous screw, accolade stem and the patient was discharged the hospital 4 weeks after operation. A fracture line was confirmed at post op x-p, however, it was not confirmed and the bone around screw became hollowed out at current x-p. After discharged the hospital the patient felt the pain at operative area, which continued.